Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on the keypad, electronic assembly, and motor assembly. The device had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. Testing was unavailable due to the button error alarm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that she received a button error alarm. The customer stated that she fell into the river. The customer's blood glucose was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and she agreed to return the product for analysis.